Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The universal surgical arm (usm) was analyzed and the reported 32097 error was confirmed and replicated. A log review was performed and error 32097 was found alongside error 31226 indicating a communication error from the axes controller spar (acs) to axes controller motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 31226 was found on the logs indicating the parallelogram fiber failed, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where error 31226 was also found on the logs. The complaint was confirmed based failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the faulty parallelogram fiber in usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure, the physician assistant called in before the start of the case to report that they were experiencing recoverable faults on the universal surgical manipulator (usm) arm 2 every five minutes. Upon reviewing the logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) identified error 32097 related to the usm2 axes controller, motor (acm). The tse informed about the error and suggested consulting with the surgeon to decide how to proceed with the surgery. It was noted that the other three usm arms could still be used if the surgeon was able to proceed with them. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to provide more background, the usm arm 2 had previously shown a recoverable fault with the same error code during a procedure that the site performed earlier that week on monday, august (B)(6) 2025. A couple of times during that case, the customer had to clutch the arm to reset the error. When they were setting up for the procedure on august (B)(6) 2025, the recoverable fault occurred 3-4 times consecutively while we were attempting to dock the system, after anesthesia had been initiated. The customer then contacted technical support and was informed that the usm arm 2 appeared to have a hardware error, which could potentially cause the arm to malfunction or stop working during the procedure. Since this occurred at the very start of the case, and because the nephrectomy was preferred to be completed using all four arms, the site elected to convert to another dv system. There was a significant amount of time wasted while the patient was under anesthesia, as they arranged to retrieve another dv to complete docking and start the procedure. There was no harm to the patient as a result of this event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. No errors when moving universal surgical manipulator (usm) 2 through full range of motion. Found 42 wheel communication errors. Fse replaced usm2 per intuitive procedure. System tested and verified for use. The universal surgical manipulator (usm) arm 2 has been received; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.